Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed a longevity remaining estimate of less than 0.5 years and a few months later, the estimate had changed to 1.5 years remaining. Boston scientific technical services (ts) was contacted for assistance and discussed that this may be due to the device recalculated the longevity based on output frequency and impedance measurement data. This device remains in service. No adverse patient effects were reported.